Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad program administrator reported that the pt presented with red heart alarms. A review of the pt's historical log file data on the system monitor screen showed the system controller had recorded multiple pump events, power spikes, low flow and reductions in pump speed. X-rays images of the pump end showed no obvious areas of concern. The hospital made a decision to urgently perform a pump exchange.

Manufacturer narrative:
The pump was successfully exchanged and the pt remains ongoing on lvad support without any further issue reported. (B)(4). The explanted pump was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.